Event description:
During a vitrectomy procedure the laser was set at 0.5 watts in the continuous mode as per md orders. While the laser was in use,the 0.5 watt changed spontaneously to 0.9 watts resulting in a retinal hemorrhage per md. Laser was removed from service until it could be tested by MFR's representative.